Manufacturer narrative:
Section h6 updated to reflect completion of investigation. The manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. Clinical imaging demonstrated the broken clavicle had compressed the vbx device and restricted blood flow to the arm. Therefore, the root cause of the device collapse is consistent with patient-related circumstances (i.e., broken clavicle) that interfered with the deployed form of the endoprosthesis where it was implanted in the subclavian artery. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.

Event description:
The following information was reported to gore: on (B)(6) 2022, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was implanted in the subclavian artery during treatment of an aneurysm. Reportedly, on an unknown date the vbx device implanted in the subclavian artery broke and caused a blood clot. This limited blood flow to the patient's arm. On an unknown date (approximately 4 weeks) after the implant date, the patient went to the same facility as the initial implant, and the physician tried to remove stenosis form the vbx device. However, the physician was unable to advance a guide wire through the stenosis in order to perform a thrombectomy. On an unknown date (approximately 8 weeks) after implant date, the patient went to a different facility (unknown facility name) to have a thrombectomy performed. However, with the same outcome, the physician was unable to perform a thrombectomy.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.